Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a right tka 18 yrs ago, recently she was complaining of instability in her right knee, doctor opted to bring patient to surgery to replace tibial insert, patient had a duracon knee. Patient brought to surgery removed old duracon poly and replace it with new ap lipped tibial insert, small size 11mm.

Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the medical records provided indicated that the conditions surrounding the failure after 18-years of implantation quite likely suggest that the current failure is related to practical end of service life condition of the bearing due to normal wear which represents a procedure-related factor. No indication for device-related matters, neither would such be likely after such long implantation. This pi case is not device-related. Conclusions: clinician review of the medical records provided indicated that the conditions surrounding the failure after 18-years of implantation quite likely suggest that the current failure is related to practical end of service life condition of the bearing due to normal wear which represents a procedure-related factor. No indication for device-related matters, neither would such be likely after such long implantation. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right tka 18 yrs ago, recently she was complaining of instability in her right knee, dr. Opted to bring patient to surgery to replace tibial insert, patient had a duracon knee. Patient brought to surgery removed old duracon poly and replace it with new ap lipped tibial insert, small size 11mm.